Manufacturer narrative:
Zoll medical corporation has rec'd the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that, during biomed testing the device displayed a "pacer fault 115" message. Complainant indicated that, there was no pt involvement in the reported malfunction. Complainant indicated that, subsequent testing did not duplicate the reported malfunction.